Event description:
Hardware initially implanted in 2005. Approximately four months later md noted on x-ray one of the hex nuts had loosened. The screw ultimately migrated from the rod. Another procedure was performed on 12/15/05 to replace the hardware.